Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted there was a slit in the cuff of the product. It was reported that the device was incomplete or missing a component. An associated device issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur when the device comes in contact with a sharp utensil or object. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff was not included. The patient was recannulated.